Event description:
A review of service data detached a reportable problem. During servicing, monitor sn (B)(4) displayed a service code 203 (pulse test failure). The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) is underway. Upon eval, the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause eval. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.